Event description:
Approximately 5 years and 9 months post-transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 valve, the patient had their valve expanded to around 23.5-24mm with halt that could not be resolved with medication. The plan is to treat the patient with a non-edwards valve.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to b5 and b7. Correction to h6; component code, device code, type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events of leaflet thickened and central regurgitation were confirmed based on the provided medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 5 years and 9 months post-tavr procedure using 26mm sapien 3, the patient had a 26 s3u valve expanded to around 23.5-24mm with halt that couldn't be resolved with coumadin. Planned for a valve in valve procedure." Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, anticoagulant medication (coumadin) was prescribed for the patient, which indicated that the patient potentially had thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. Additionally, the halt was not resolved with coumadin medication. Available information suggests patient factors (thrombosis) and/or procedural factors (inadequate anticoagulant therapy) may have contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the patient had thickened leaflets, which can lead to abnormal coaptation resulting in central regurgitation. Available information suggests patient factors (thickened leaflets) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per medical record review, the 4-year and 3-month transthoracic echocardiogram (tte) showed a left ventricle ejection fraction of 60-65%. The atrial septum with pfo, left to right shunt viewable by spectral doppler, and the bioprosthetic aortic valve (26mm s3) is appropriately positioned. Mild to moderate aortic regurgitation (central) was observed with no paravalvular leak (pvl). The aortic valve (av) mean gradient was 16mmhg with an aortic valve area (ava) vti of 1.4cm2.